Manufacturer narrative:
Good faith effort communication was performed and confirmed there was no sound coming from the device. A replacement speaker assembly (part ID (B)(6)) was shipped to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed. The customer was provided a replacement part to resolve the issue.

Event description:
Philips received a complaint on the intellivue x3 indicating that during maintenance, it was discovered that there was a speaker inop displayed on the device. The device was not in use on a patient at the time of event, there was no adverse event reported.